Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Quality control (qc) data was not provided for 24-jun-2020. Qc recovered within acceptable ranges on 25-jun-2020. Siemens discussed with the customer the option of performing a 1:4 offline dilution using d-dimer diluent to confirm results. No system issue was identified. Siemens is investigating the issue. MDR 9610806-2020-00034 was filed for the discordant d-dimer result obtained on 25-jun-2020.

Event description:
A discordant d-dimer result was obtained on a patient sample on a sysmex ca-660 system using innovance d-dimer reagent. The discordant result was reported to the physician(s). Prior to obtaining the discordant result, the sample was run for d-dimer twice on the sysmex ca-660 system using innovance d-dimer reagent, but the system did not yield numeric results and generated measurement error flags. The following day, the same sample was repeated for d-dimer on the same sysmex ca-660 system using innovance d-dimer reagent, resulting lower. This result was also considered discordant and was not reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant d-dimer results.

Manufacturer narrative:
The initial MDR 9610806-2020-00033 on 20-jul-2020. Additional information (21-jul-2020): siemens investigation determined that no mechanical errors occurred at the time of the event and the instrument exhibited acceptable precision. The issue was isolated to one patient sample. Reagent handling or sample handling issues such as inadequate mixing or centrifugation cannot be ruled out. Inadequate mixing can lead to discordant results due to uneven anticoagulant dispersal, microclots, or latent fibrin formation in the plasma portion of the sample. Siemens explained to the customer that for future samples the customer should perform an offline dilution to confirm the result. The cause of the event is unknown. The reagent is performing according to specifications. No further evaluation of this device is required. MDR 9610806-2020-00034_s1 was filed for the same issue. Sections b5 and b6 were updated to indicate that the d-dimer+ (ddi+) application was used to obtain the d-dimer result of <3.65 mg/l.

Event description:
A discordant d-dimer result was obtained on a patient sample using the d-dimer+ (ddi+) application on a sysmex ca-660 system using innovance d-dimer reagent. The discordant result was reported to the physician(s). Prior to obtaining the discordant result, the sample was run for ddimer twice on the sysmex ca-660 system using innovance d-dimer reagent, but the system did not yield numeric results and generated measurement error flags. The following day, the same sample was repeated for d-dimer on the same sysmex ca-660 system using innovance d-dimer reagent, resulting lower. This result was also considered discordant and was not reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant d-dimer results.